Event description:
It was reported that patient's implantable pulse generator (ipg) had unexpected longevity with a sudden decrease in battery voltage over a few months time. The ipg was explanted and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary #the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Geo event description: it was reported that this implantable pulse generator (ipg) had reached its recommended replacement time (rrt) and was explanted and replaced because of premature battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).